Event description:
A report of a suspected hypersensitivity reaction has been received from a hemodialysis user facility. Reportedly, the pt had dialyzed with this same dialyzer since (B) (6) 2009. However, on (B) (6) 2010 at approx 45 minutes into treatment, the pt exhibited signs of nausea and vomiting and of "feeling bad". Also the pt was observed to be shaking. In speaking with the reporter of this event, it was learned that the pt receives dialysis thru a quintin permcath which is placed in the internal right jugular vein. For this event, the md was notified and new orders were given. The pt was to receive an intravenous dose of diphenhydramine and po atarax. It was also learned that the blood was returned for this event. The pt then signed out against medical advice having only received one hour and forty minutes of treatment. The pt was instructed to go to the ER if the symptoms persisted. As a result of this event, a new order was received to change the dialyzer to asahi dialyzer for future treatments. The rn also reported that the pt had been having catheter problems and eventually had to have the catheter replaced shortly after this incident. An attempt was made to have a fistula placed, however, during placement, they had to close it up. It was also learned that the pt was placed on antibiotic therapy for a catheter infection related to the first catheter that was in place at the time of this incident. There is no sample available for an evaluation. In speaking with the initial reporter of this event, it was learned that the pt continues to have persisted nausea and vomiting during dialysis even with use of the new dialyzer, occurring about one hour into the treatment. It is thought that the pt is uremic. Rn reported that the md is to re-evaluate this pt. Also reported that the pt has a bad catheter which is not helping with the uremia and that the pt is scheduled for surgery on (B) (6) 2010, for placement of a graft.

Manufacturer narrative:
In a through review of the suspected dialyzer reaction report, it is the belief of fmc na that the incident is more likely to be related to the catheter infection, catheter, or the uremia and not a dialyzer related event.